Event description:
Customer reported that her insulin pump is malfunctioning. She stated that she filled her reservoir and like two hrs later the insulin pump was indicating low reservoir. Customer stated that she checked her daily totals for the day and the file history indicated that she had received 94.0 units of insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.